Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd infusion device leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english. The patient was admitted to the hospital due to "intermittent palpitations and palpitations for 5 years, worsening for 1 day". After hospitalization, intravenous medication was administered. During the infusion process, it was found that the connection of the infusion device was damaged and the medication leaked.